Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4).

Event description:
The surgeon attempted to implant a silicone lens model aa4203tl and was damaged. The lens was not implanted and there was no patient contact. The facility believes the lens was damaged by the cartridge.